Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: one of the jaws from the fenestrated bipolar forceps instrument allegedly broke off into the patient and the fragment(s) was retrieved, it is unknown how the broken fragment(s) was retrieved. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci myomectomy surgical procedure, the customer noted that one of the jaws of a fenestrated bipolar forceps instrument had broken off into the patient and was retrieved. There was no patient harm, adverse outcome or injury was reported. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.